Event description:
It was reported, during a surgical procedure on an unknown date in (B)(6) 2013, the small battery drive failed. No further information was provided. This report is for a small battery. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event was reported as an unknown date in (B)(6) 2013. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative: a service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device was received for evaluation. Although the reporter did not allege or identify any deficiency, it was observed during functional testing that the small battery drive made loud noise. Evidence indicates this was due to usage wear over time placeholder.